Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the mid right superficial femoral artery. A 7x100mm absolute pro self-expanding stent system (sess) was advanced toward the target lesion. After the stent was deployed 10mm the thumbwheel locked. Attempts were made to move the thumbwheel with no good result. The delivery system was pulled and the stent stretched outside the lesion but within the vessel. The exact length of the stretch is unknown. A non-abbott 7x200mm stent was used to cover the absolute pro stent. Post dilatation was performed as part of standard procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The difficult to deploy and stretched stent was not able to be confirmed. The investigation was unable to determine a conclusive cause for the reported deployment issue. The stent stretching was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.